Event description:
A dreamstation bipap pro device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam degradation. The service technician observed that error code e022 (err_motor_flux_magnitude) was present. The device was scrapped by the service center after the evaluation was completed.